Event description:
It was reported to boston scientific corp that a one step button initial placement gastrotomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure on a female, pt. According to the complainant, a 1cm incision was made following the directions for use for this device. The physician felt resistance and the tube stretching when attempting to pull up the c-flex-tube for button placement. Although excess force was not applied the tube tore off around the heat shrink and fell into the stomach. The detached portion of the tube was retrieved from the stomach using the scope already in place. The doctor enlarged the incision further to check the stomach condition, placed a different device (dual gt and then sutured the incision. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
These codes were selected by the MFR based upon info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.